Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) has been confirmed. Upon investigation the monitor's front response button was missing, preventing the monitor from activating beyond the splash screen. The root cause for the missing response button could not be positively identified but was likely physical abuse. No adverse event resulted from the missing response button. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that one of his monitor response buttons was damaged. The patient was issued a replacement monitor.